Manufacturer narrative:
The device generated an 0x14 alarm, indicating an occlusion. The root cause for the occlusion alarm could not be conclusively determined. Investigation found a kinked cannula. During investigation, a leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. Although the exposed portion of the soft cannula was kinked, this did not affect the reported event as fluid was able to pass through the fluid path. The timing and cause of this damage is unknown. Corrosion was observed on the internal components of the device, most significantly on the linkage assembly, pcb and batteries. The fluid path was closely inspected during a leak test and no leakages were observed along the entire fluid path. The root cause of the corrosion could not be determined. Investigation found the rear sma wire broken at the pulley. The root cause of the broken wire could not be determined.

Event description:
It was reported the patients blood glucose level rose to 393 mg/dl while wearing the pod between 4 and 24 hours.